Manufacturer narrative:
The reporter's meter serial number (B)(4) and strip lot 478007 were returned for investigation. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 44, 45, 45 mg/dl, level 2: 311, 306, 309 mg/dl. All returned results are within acceptable range. Upon analysis of the meter memory, the result of 258 mg/dl was not observed. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Event description:
The initial reporter complained of discrepant glucose results with accu-chek performa meter serial number (B)(4) when compared to itself and another performa meter serial number (B)(4). Using strip lot 478007, the result from meter (B)(4) at 9:35 a.m. Was 75 mg/dl. The patient was provided juice. Using strip lot 478007, the result from meter (B)(4) at 9:54 a.m. Was 258 mg/dl. The glucose from the patient's dexcom (continuous glucose monitoring system was 83 mg/dl). The test was repeated using strip lot 478123, the result from meter 55011691524 at 9:55 a.m. Was 83 mg/dl. It was noted that the patient may have used the same finger stick for all three tests, but was not confirmed.